Event description:
It was reported the pump slid down and repositioned. It was stated the issue occurred following a fall 4 days prior to the report date. It was further stated the patient had also felt nauseous for the past 2 days. The pump was used to deliver hydromorphone. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).